Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2213534: (B)(4) items manufactured and released on 06-sep-2022. Expiration date: 2027-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
The patient had a primary knee surgery on the (B)(6)2022. On the (B)(6)2023, the patient was revised because of capsule tear, dislocated patella and subsided femoral stem. The surgeon revised successfully the femoral and tibial components. Presently, on the (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Correction of the description. It was reported that in the previous revision femur, tibia and insert were revised. In reality, only the femur and insert were revised. So the description has been changed.

Event description:
The patient had a primary knee surgery on the (B)(6) 2022. On the (B)(6) 2023, the patient was revised because of capsule tear, dislocated patella and subsided femoral stem. The surgeon revised successfully the femoral components and the insert. Presently, on the (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.